Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's black outer layer above the mouth surface was damaged. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the cable in question was not intact and did not exhibit broken insulation exposing the wire, nor was it severed in half. Despite the damage, there was no loss of cautery function associated with the cable, indicating that its performance remained unaffected. Additionally, there were no signs of thermal damage at the site of insulation damage; features such as discoloration, melting, charring, or other evidence of excessive heat were absent. Overall, the cable was damaged but did not suffer loss of function or thermal effects.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .